Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) tremor.

Event description:
It was reported that the patient experienced -60 beats per minute and a tremor-. The lead exhibited high thresholds. A chest x-ray revealed the lead had dislodged. The device was programmed to the right ventricle only.